Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed. Analysis indicated that the outer insulation of the lead developed a breach due to a depression while in vivo. Concomitant product(s): a 5076-58 lead, implanted: (B)(6) 2012; 500fa23 mechanical valve, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing and noise due to a possible fracture. The lead was explanted and replaced. In addition, the right atrial (ra) lead was returned and subsequently tested out of specification. No patient complications have been reported as a result of this event.